Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed. A non-medtronic service provider stated the reported behavior normalized when the fio2 values were above 40%.

Event description:
It was reported during patient use that a ventilator fraction of inspired oxygen (fio2) was set with a value less than 40% with a inspiratory pause 0 seconds, the measured fio2 level fell 8-10 points below the set value. Despite the difference between set value and measured value for fio2, no alarm sounded. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.